Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:/no essure device is identified in the fallopian tube lumen') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, feeling hot, ovarian cyst, pharyngitis, seizure, anemia, painful urination, dysuria, uti, pyelonephritis, vaginal bleeding, nausea, abdominal pain lower, light-headed, gastroenteritis, migraine headache, chest pain, post-traumatic headache, neck pain, depression, anxiety, neck strain and adenomyosis. Previously administered products included for an unreported indication: mirena iud and depo provera shots. Concomitant products included buspirone, ibuprofen, lamotrigine (lamictal), oxcarbazepine (oxtellar xr), paracetamol (tylenol), piroxicam (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general) excessive bleeding"). In 2008, the patient experienced seizure ("seizures"), bipolar disorder ("bipolar disorder"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("hormonal changes-describe: changes in mood") and loss of libido ("hormonal changes-describe: loss of sex drive"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal, conditions"), tooth disorder ("dental problems"), nausea ("nausea"), panic attack ("panic attack"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), muscle spasms ("back spasm"), dizziness ("dizziness"), insomnia ("trouble sleeping") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6)2020. At the time of the report, the device dislocation, dysmenorrhoea, seizure, bipolar disorder, dyspareunia, female sexual dysfunction, back pain, heavy menstrual bleeding, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, mood altered, nausea, weight decreased, depression, anxiety, panic attack, vaginal haemorrhage, muscle spasms, dizziness, insomnia, vaginal infection, migraine, loss of libido and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, insomnia, loss of libido, migraine, mood altered, muscle spasms, nausea, panic attack, psychological trauma, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia, apareunia, back pain, menorrhagia, psych injury. Previously reported date of insertion was (B)(6)2006 and now reported (B)(6)2006, (B)(6)2006, summer2006. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6)2018: 1. Normal colonoscopy with intubation of the terminal ileum 2. Grade 1 internal hemorrhoids. Computerised tomogram head - on (B)(6)2010: no acute intracranial findings. Brain is within normal limits. Pituitary generous but likely normal. Sella are normal in size. Scant thickening of the scalp at the left frontal region suggests minimal scalp contusion or hematoma. Computerised tomogram pelvis - on (B)(6)2014: 1. No acute intra-abdominal or pelvic pathology. 2. Possible enteritis/ileus 3. Non-obstructing 2 mm right renal calculus; on (B)(6)2018: 1. Mild prominence of the uterus with prominence endometrial low density. There is also heterogeneous enhancement of the uterus which is non-specific. Please correlate with clinical findings. Pelvic ultrasound may be of further value. 2. Sigmoid diverticulosis versus non-distended haustra. No evidence of diverticulitis. 3. Otherwise negative CT abdomen pelvis.. Electroencephalogram - on (B)(6)2018: this eeg is abnormal due to excess beta activity seen throughout the recording. Beta activity is usually seen as side effect of medications including benzodiazepines and barbiturates. There was no evidence epileptiform activity seen. No focal, diffuse or generalized abnormalities were noted.. Imaging procedure - in 2006: essure confirmation test (unspecified): bilateral occlusion. Magnetic resonance imaging - on (B)(6)2018: 1. No acute intracranial findings 2. Mild prominence of the pituitary gland nonspecific. No obvious pituitary mass. 3. Single small t2 hyperintensity in the left basal ganglia anteriorly of questionable clinical significance and may be due to small gliotic focus. 4. Right sphenoid sinus disease 5. Mild cerebellar ectopia. Mammogram - on (B)(6)2018: there is very dense fibroglandular tissue which decreases sensitivity of mammography and ultrasound. The right breast has an unremarkable appearance. Persistent asymmetric density is noted in the superior portion of the left breast at 16 x 12 mm and in the outer aspect of the left breast at 10mm without sonographic correlate. These are only well seen on the mlo view. Recommend breast MRI for further evaluation in this patient with very dense breast tissue there is a 4mm hypoechoic area at 3:00 may be due to a complex cyst.. Pathology test - on (B)(6)2018: a. Duodenum, biopsy: duodenal mucosa with no diagnostic abnormality negative for intraepithelial lymphocytosis, parasites, dysplasia or malignancy b. Gastric biopsy: antral mucosa with mild reactive gastropathy gastric body mucosa with no diagnostic abnormality negative for helicobacter pylori, intestinal metaplasia, dysplasia or malignancy. Spinal myelogram - on (B)(6)2015: possible muscle spasm, no bony abnormality seen, I agree the vrc report. Ultrasound scan vagina - on (B)(6)2018: the uterus is bulky with a thickened endometrium with heterogeneous echogenicity and may be related to blood clots within the endometrium. Follow-up suggested as endometrial hyperplasia or even neoplasm could have a similar appearance. Multiple small bilateral ovarian follicles. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:/no essure device is identified in the fallopian tube lumen') in an adult female patient who had essure ((B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, feeling hot, ovarian cyst, pharyngitis, seizure, anemia, painful urination, dysuria, uti, pyelonephritis, vaginal bleeding, nausea, abdominal pain lower, light-headed, gastroenteritis, migraine headache, chest pain, post-traumatic headache, neck pain, depression, anxiety, neck strain and adenomyosis. Previously administered products included for an unreported indication: mirena iud and depo provera shots. Concomitant products included buspirone, ibuprofen, lamotrigine (lamictal), oxcarbazepine (oxtellar xr), paracetamol (tylenol), piroxicam (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure ((b)(4() inserted. In 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general) excessive bleeding"). In 2008, the patient experienced seizure ("seizures"), bipolar disorder ("bipolar disorder"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("hormonal changes-describe: changes in mood") and loss of libido ("hormonal changes-describe: loss of sex drive"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal, conditions"), tooth disorder ("dental problems"), nausea ("nausea"), panic attack ("panic attack"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), muscle spasms ("back spasm"), dizziness ("dizziness"), insomnia ("trouble sleeping") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, dysmenorrhoea, seizure, bipolar disorder, dyspareunia, female sexual dysfunction, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, mood altered, nausea, weight decreased, depression, anxiety, panic attack, vaginal haemorrhage, muscle spasms, dizziness, insomnia, vaginal infection, migraine, loss of libido and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, loss of libido, menorrhagia, migraine, mood altered, muscle spasms, nausea, panic attack, psychological trauma, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure ((B)(4)). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia, apareunia, back pain, menorrhagia, psych injury. Previously reported date of insertion was (B)(6) 2006 and now reported (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2018: normal colonoscopy with intubation of the terminal ileum. Grade 1 internal hemorrhoids. Computerised tomogram head - on (B)(6) 2010: no acute intracranial findings. Brain is within normal limits. Pituitary generous but likely normal. Sella are normal in size. Scant thickening of the scalp at the left frontal region suggests minimal scalp contusion or hematoma. Computerised tomogram pelvis - on (B)(6) 2014: no acute intra-abdominal or pelvic pathology. Possible enteritis/ileus non-obstructing 2 mm right renal calculus; on (B)(6) 2018: mild prominence of the uterus with prominence endometrial low density. There is also heterogeneous enhancement of the uterus which is non-specific. Please correlate with clinical findings. Pelvic ultrasound may be of further value. Sigmoid diverticulosis versus non-distended haustra. No evidence of diverticulitis. Otherwise negative CT abdomen pelvis.. Electroencephalogram - on (B)(6) 2018: this eeg is abnormal due to excess beta activity seen throughout the recording. Beta activity is usually seen as side effect of medications including benzodiazepines and barbiturates. There was no evidence epileptiform activity seen. No focal, diffuse or generalized abnormalities were noted.. Imaging procedure - in 2006: essure confirmation test (unspecified): bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2018: no acute intracranial findings. Mild prominence of the pituitary gland nonspecific. No obvious pituitary mass. Single small t2 hyperintensity in the left basal ganglia anteriorly of questionable clinical significance and may be due to small gliotic focus. Right sphenoid sinus disease. Mild cerebellar ectopia. Mammogram - on (B)(6) 2018: there is very dense fibroglandular tissue which decreases sensitivity of mammography and ultrasound. The right breast has an unremarkable appearance. Persistent asymmetric density is noted in the superior portion of the left breast at 16 x 12 mm and in the outer aspect of the left breast at 10mm without sonographic correlate. These are only well seen on the mlo view. Recommend breast MRI for further evaluation in this patient with very dense breast tissue there is a 4mm hypoechoic area at 3:00 may be due to a complex cyst.. Pathology test - on (B)(6) 2018: a. Duodenum, biopsy: duodenal mucosa with no diagnostic abnormality negative for intraepithelial lymphocytosis, parasites, dysplasia or malignancy b. Gastric biopsy: antral mucosa with mild reactive gastropathy gastric body mucosa with no diagnostic abnormality negative for helicobacter pylori, intestinal metaplasia, dysplasia or malignancy. Spinal myelogram - on (B)(6) 2015: possible muscle spasm, no bony abnormality seen, I agree the vrc report. Ultrasound scan vagina - on (B)(6) 2018: the uterus is bulky with a thickened endometrium with heterogeneous echogenicity and may be related to blood clots within the endometrium. Follow-up suggested as endometrial hyperplasia or even neoplasm could have a similar appearance. Multiple small bilateral ovarian follicles. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.